Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen is off and not working correctly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of a service engineer and confirmed the reported problem. The service engineer guided the customer and staff how to perform a touch screen calibration, which had fixed the issue momentarily. The service engineer ordered a replacement touchscreen/display assembly for preventative measures. However, the customer reached back out and informed that the touchscreen was acting up again. The service engineer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.